Manufacturer narrative:
G4: 05aug2020 b4: (B)(6) 2020. The service engineer (se) inspected the device and could not duplicate the reported issue. The se found in the ventilator diagnostic report error codes indicating machine and proximal pressure sensors failed, 35 volt failure , over voltage protection circuit failed, 5 volt supply failed, proximal pressure sensor autozero failed. The se was running the device for 30 minutes and device shut down with code data acquisition board (da) analog to digital converter reference failed. The se replaced power management board, motor controller board and solenoid valve. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13aug2020.

Event description:
The customer reported a ventilator with a 35v supply failed alarm. There was no patient involvement or harm.